Event description:
It was reported that the pump screen went blank unexpectedly. During troubleshooting it was discovered that the pump was placed in storage mode. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.